Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A caregiver contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during a previous dwell. The caregiver stated they cycled power and disconnected the patient to perform a manual exchange. The caregiver then discarded the setup. (B)(4) explained that a large amount of air had entered into the disposable set, and advised the caregiver to notify the patient's dialysis nurse. Product surveillance contacted the patient's dialysis nurse. The nurse was aware of the error and advised that the patient was able to resume therapy on the hc. No injury or medical intervention was reported.